Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A company representative reported that during a demo with a surgeon the valves leaked during the procedure. No customer information provided for this event. No patient harm reported. Additional information and samples requested.

Manufacturer narrative:
Twelve unopened trocar assemblies were received and visually inspected. Eleven samples were found conforming and one sample was found non-conforming with an open valve. The conforming samples were then tested for leaking and were found conforming. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The visual examination of the returned samples identified an open valve condition. The evaluation of the samples could not determine the cause for the valve condition. The exact root cause for this complaint is unknown. An investigation has been opened in order to determine the root cause for this valve condition. (B)(4).